Event description:
It was reported that the ilet displayed a "connect cgm or enter bg" alert associated with a dexcom g7, consistent with a temporary loss of cgm signal, after which the sensor reconnected during the call and troubleshooting and education were completed. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no hospitalization. Investigation included phone-based troubleshooting and user education focused on cgm pairing and connectivity. Investigation of this case revealed a transient cgm communication interruption without identified device hardware failure, and the issue resolved upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user or environmental factors affecting cgm-device connectivity.